Event description:
Litigation alleges injuries, pain and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation alleges injuries, pain and elevated metal ion levels.update rec'd 27 aug 2014 - revision date, sales rep and contact details, additional taper sleeve, surgeon, patient age.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.